Event description:
It was reported that during treatment, sparks and burning smell were observed coming out of a clarity ii device. A black mark/soot was observed on the patient's skin and it was wiped off. No patient injury was reported.

Manufacturer narrative:
A trained cynosure lutronic field service engineer paid a visit to the treatment facility for a device inspection and evaluation. During this time the device was inspected, and there was no apparent damage to the device. The device was also subjected to a full device evaluation including full functionality testing with passing results. The engineer also performed several burn shots with no issues. The energy levels and settings were checked and verified to be working within its specifications. It is undetermined the exact root cause of this incident. A member of the cynosure lutronic clinical team followed up with the treatment provider and confirmed that there were no patient injuries. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves a device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur.